Event description:
It was reported that carm moving due to unwanted carm motion coming from the footswitch. No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.